Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a sudden loss of hearing sensation with the device. He has previously shown normal progress with the device since the first fitting. There is no accident or trauma reported and no significant medical history. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. In addition in situ measurements show one channel with hi impedance for undetermined reasons. Furthermore, the implant registration card states a full insertion at the time of implantation; however the most basal two channels were disabled due to not delivering auditory percept. A slight migration of the active electrode out of cochlea is assumed. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The recipient reported a sudden loss of hearing sensation with the device. He has previously shown normal progress with the device since the first fitting. There is no accident or trauma reported and no significant medical history. The recipient was re-implanted.

Event description:
The recipient reported a sudden loss of hearing sensation with the device. He has previously shown normal progress with the device since the first fitting. There is no accident or trauma reported and no significant medical history. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. In addition the active electrode showed some additional damage to the electrode wires. Furthermore, the implant registration card states a full insertion at the time of implantation; however the most basal two channels were disabled due to not delivering auditory percept for undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.